Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Device not returned.

Event description:
It was reported that the contact inadvertently delivered insulin to the customer after performing fill tubing while attached to the site. There was no reported impact to the customer's blood glucose level, however the customer's hcp recommended to increase carb and glucose intake.